Event description:
Pt was revised to address loosening of the cup.

Manufacturer narrative:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. (B)(6) 2012 litigation papers received, no new information was received. The device associated with this report was not returned. A search of the complaint database found no additional reports for the reported part and lot code combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Two paper x-ray images have been provided for examination. The quality of one is very poor. Loosening/movement of the cup is evident in the other image however, and the report can be confirmed. No image was provided to show the positioning immediately post implant. Nothing is noted to suggest product error. The investigation could not draw any conclusions regarding the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Ppf alleges loosening of cup and fracture(bone). Added unknown hip implant due to alleged fracture(bone). Added lawyer, law firm, account name and patient initials. Doi: (B)(6) 2005, dor: mar 23,2010, (left hip) s.j(wipro).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.